Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "blue screen" (no display or display failure); "would not shut down" (failure to shut off). A nurse reported a blue screen prior to starting a procedure. The system would not shut down with either the main power switch or by pressing and holding the standby switch. A backup system was used to complete cases. There was no pt impact.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The representative removed the battery back-up power to the host and allowed complete power shutdown. The main power and the unit were turned on using the standby switch. The backup battery was reconnected and the system booted-up normally. The system was rebooted two more times normally. The system was then checked and met all product specifications. After speaking with the operators of the previous cases, the representative stated it was possible that the plug was pulled before proper shutdown of the host. It was recommended to wait 1-2 minutes to allow full shutdown before unplugging the system. A review of complaints and service requests for the last 24 months indicated no add'l, related reports for this system. (B)(4).